Event description:
It was reported the patient had not charged her scs ipg for several months and recently attempted to use her scs system, however, the patient stated she was having difficulty charging and was not able to charge the ipg. The patient stated her patient programmer showed a communication error. Follow-up identified the patient had her scs ipg explanted and replaced with a new one. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the reported event for no communication was confirmed. As received the ipg did not communicate with a test patient programmer. The ¿ipg communication error 2501¿ was observed on the test patient programmer. According to the eon dfu review, it states: "if you do not recharge a depleted ipg within 2¿18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged.¿ the patient stated she had not charged the ipg for several months, therefore, user error contributed to the reported event. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.